Event description:
It was reported that this left ventricular (lv) lead had exhibited loss of capture, high pace impedance measurements and an alleged fracture. The lead was surgically abandoned and was not expected to be returned. No additional adverse patient effects were reported.